Event description:
The customer reported the battery failed and requested part ID. Patient involvement unknown.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4). Philips was not provided with evaluation data.